Event description:
Regarding philips respironics dreamstation recall: I started using the machine in (B)(6) 2019. All lung tests prior to (B)(6) 2019 we're normal. My 1st hospitalization was (B)(6) 2019 for organizing pneumonia with ground glass opacity. Second hospitalization was (B)(6)2020 for ground glass opacity and interstitial lung disease. I've also developed primary biliary cholangitis since. I have central sleep apnea's and can't afford to purchase a new machine at (B)(6). I need a replacement asap and am concerned that this machine caused my ild. Diagnosed with ild (B)(6) 2020. FDA safety report ID# (B)(4).